Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 79 days following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency department for bradycardia, and atrio-ventricular block (avb). Cardiopulmonary resuscitation (CPR) was initiated, and medication was administered. One day after presenting, a temporary pacemaker was placed. The patient required a stay in the intensive care unit (ICU). Per the physician, the event was possibly related to the valve. The event was reported as resolved with sequelae 40 days after onset.